Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 at 4:00 am the patient obtained an elevated blood glucose reading, not specified, and took a correction bolus using the pump. At 8:00 am the patient obtained the reading of "hi mg/dl" (greater than 600 mg/dl) and gave herself an injection of 25 units insulin. The patient was taken to the emergency room, where her blood glucose level was 680 mg/dl. The patient was admitted to the hospital. Two days prior to this event, the patient had had a heart attack, and was also on dialysis. Troubleshooting revealed the pump settings and programming were correct. It was also determined the total basal doses given did not match those programmed. The patient had programmed the pump with 19.5 units basal, and the total basal doses given on (B)(6) 2011 was 13.2 units, on (B)(6) 2011 was 13.0 units and on (B)(6) 2011 was 14.6 units. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment while using the pump. Therefore this complaint is being reported.